Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold post implant procedure. During the lead revision, several attempts were made to push the guidewire through the lumen of the lead and to reload the coronary sinus lead over the guidewire but were unsuccessful. The lead was flushed multiple times. The physician alleged malfunction on the lead as different wires were used but gave same result. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 75.2 cm. Visual examination found a fibrous foreign material within the inner coil in this region. The cause of the reported event of guidewire could not be inserted is isolated to the fibrous foreign material found within the inner coil which could have come from the implant procedure.